Event description:
It was reported that distributor received complaint about pump, but no information was provided about what issue occurred or any blood glucose values. There was no reported impact to the customer¿s blood glucose level. Pump could not be tested because usb port was broken, device return was planned for further evaluation, and replacement pump was provided, but no additional information was received regarding any further customer actions or outcomes.